Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed wound dehiscence at the ipg incision site. The wound was opened and cleaned. There have been no reports of further complications regarding this event.